Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. Following pre-dilatation with a non-bsc balloon catheter, a 2.75x32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and dilatation was performed again. The device was re-advanced but it was till unable to cross. When it was checked outside the patient's body, it was noted that a part of the stent was lifted and it was replaced with a different device and the procedure was completed. No patient complications were reported.